Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received multiple pump errors. Customer's blood glucose level was 99mg/dl. Customer was not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.

Manufacturer narrative:
The insulin pump was received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. The insulin pump was received with moisture on motor. Unable to verify pump errors due to moisture damage on electronics. The insulin pump was received with moisture damage on motor. Unit received cracked retainer, minor scratched display window and scratched case.